Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was only able to intermittently interrogate certain implanted heart device models. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The rf (radio frequency) head has intermittent telemetry. Rf head cable found out of electrical specification. Analysis also found the rubber portion of rf head label is missing and the rf head lens is cracked.